Event description:
It was reported that the pt is an inconsistent user of his cochlear device. He reportedly experienced loss of lock between the device and the external equipment. External equipment was exchanged and programming changes were made; however, the problem was not resolved. The pt also reported handpiece retention issue that was not resolved with add'l external magnets. Surgery to explant the pt's device will be scheduled.